Event description:
It was reported that interrogation of the device was difficult. The device reported in backup vvi mode with no defib support when telemetry was established. While the device reportedly was pacing at 60 ppm in bvvi mode, the surface EKG showed no pacing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.